Event description:
It was reported that there was difficulty filling or aspirating the reservoir. It was only possible to get 10 ml into the pump and then it was not possible to push any more drug in. When she tried to aspirate, she could only aspirate a little bit out. Additional info has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)